Event description:
Edwards received notification from our affiliate in france. Through the review of the medical article ''dual percutaneous repair for aortic annulus rupture after balloon expandable tavr'', corresponding author dr. Charles vidoni from university hospital besancon, the following events were identified as pertaining to edwards devices: as reported, it was a case of an 85-year-old patient with symptomatic degenerative aortic disease (mean gradients 46mmhg, ava 0.9 and moderate aortic regurgitation). It was planned to implant a 29mm sapien 3 valve by transfemoral approach. The implant was successful but two hours after the procedure the patient experiences syncope with hemodynamic instability and a cardiac tamponade was revealed through echocardiography. A new-onset left bundle branch block was also diagnosed. A pericardiocentesis was performed and a thoracic CT confirmed that the patient experienced an annular rupture at the level of the left coronary sinus with a feeding pseudoaneurysm. It was decided to implant a second valve in a higher position but during deployment an extrasystole occurred and the 2nd valve embolized to the aorta. A third valve (non-edwards) was used and successfully implanted. The patient was transferred to intensive care and was noted to be stable. One day after this second intervention the patient presented a complete atrioventricular block leading to the implantation of a pacemaker. The recovery went well and six days post operative the patient was discharged. Two days after discharge the patient was readmitted with chest pain and a CT revealed a pseudoaneurysm. A percutaneous intervention was chosen and the event was resolved. The patient was finally discharged after fifteen days.

Manufacturer narrative:
Per the instructions for use (IFU), valve embolization is a known potential adverse event associated with the transcatheter valve replacement (tvr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to embolization of the device, including improper positioning before deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified leaflets, loss of pacing capture, a narrow sinotubular junction (in aortic position procedures), rapid deployment, the release of stored tension during deployment, inaccurate measurement of the landing zone, and movement of the delivery system by the operator. The IFU cautions that incorrect sizing of the landing zone may lead to paravalvular leak, migration, or embolization. The device training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valves (all models). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor in the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for embolization (i.e., minimal leaflet calcification, severe septal hypertrophy), balloon valvuloplasty may indicate potential balloon movement during valve deployment. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest that procedural related factors (during deployment an extrasystole occurred) caused or contributed to the event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time. This is one of two manufacturer reports being submitted for this case.